Event description:
Consumer reported damaged and dirty rubber gloves. Consumer stated these gloves are supplied thru home health care. Consumer stated they use these gloves routinely when attending to their family member, who is a stroke pt and bedridden. Consumer stated the defective box was totally intact when they received it. Consumer stated they had used a lot of the gloves from the box before discovering one glove with a finger missing and other glove with what appears to be dried feces on it. In the case of the glove with dry residues on it, consumer stated the dry matter on the glove could not have come from their hands because they washed their hands before reaching in the box for a glove. Consumer stated they still have the remaining gloves in the box as well as the 2 defective gloves. Consumer stated their concern is that damaged gloves could result in their family member and other similar people who are immuno-compromised being exposed to harmful bacteria.